Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2010 with a bifurcated and suprarenal. Upon follow up, computed tomography revealed a proximal endoleak. Physician implanted an infrarenal and suprarenal to correct the leak. No patient injury was reported.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The root cause for the for the endoleak could not be determined, and overall the investigation is inconclusive. Cautionary product use conditions that might have contributed to this event included: multiple patent lumbar arteries; and, thrombus within the aortic neck. Patient factors that might have contributed to this complaint included: antiplatelet therapy; current tobacco use [accelerated aneurysmal disease process]; blunt force trauma between 27 and 45 months post implant; and, medical non-compliance with surveillance imaging.